Manufacturer narrative:
Product event summary: manufacturer's analysis confirmed the customer comment that the external pulse generator (epg) had a broken output connector assembly. It was also indicated that the output connector assembly nuts were missing and the hanger assembly was broken. It was also indicated that the battery wires were pinched but the insulation was not compromised. These parts were replaced and the epg passed final functional and system tests.

Event description:
It was reported that both the atrial and ventricular ports on the external pulse generator (epg) were broken. The epg was returned for service. There was no patient involvement.